Event description:
It was reported that the customer experienced a low blood glucose (bg); however, a specific value was not provided, cause was unknown. The customer was treated with intravenous insulin. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.